Event description:
It was reported that the patient received an inappropriate shock for sinus tachycardia as there was a sudden increase in rate during this episode. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.